Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. A review of the alarm log identified an occurrence of the f-94 alarm, confirming the reported condition. The cause of the f-94 alarm was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.